Event description:
A malfunction was reported on a customer's pump, but no notable events occurred prior to the malfunction, and there was no adverse impact on the customer's blood glucose level. The malfunction displayed a code, which was resettable, and technical support assisted the customer with resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to report if any issues resurface.